Event description:
It was reported that during the initial implant procedure, loss of capture was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.